Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and failure analysis investigation confirmed the customer reported complaint. Failure analysis found the primary failure of instrument tube adapter broken to be related to the customer reported complaint. The instrument was found to have an instrument tube adapter broken. The broken piece was not returned, measuring roughly 0.143" x 0.188" in size. Additional observation(s) not related to the customer reported complaint were also identified: the monopolar cautery instrument was found to have a broken conductor wire at distal end. The conductor wire was broken at the base location on one of the prong inside the tube adapter. The broken conductor wire was not returned with the instrument. The missing piece of conductor wire was approximately from 0.035" x 0.114". The instrument passed electrical continuity test. The instrument had thermal damage. Additional observation(s) not related to the customer reported complaint was also identified: the monopolar cautery instrument was found to have a scratch marks/abrasion on tube adapter.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar cautery instrument tip was broken. The procedure was completed with no reported injury.